Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore: on (B)(6) 2024, a patient was to be implanted with 13 mm x 5 cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat iliac disease. The viabahn device was advanced via sheath to target lesion. It was difficult to pull out the deployment line. The stent couldn't be deployed after multiple attempts. It was removed out of patient. After removal, it was found the deployment line was broken. The physician suspected that the deployment line was broken causing by friction between sheath and viabahn device.

Manufacturer narrative:
H6: c19 - the manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Product investigation report conclusion - the reported primary failure mode, related to a stuck deployment line, is not consistent with the engineering evaluation findings of an ability to continue deployment of the device with traction at the endoprosthesis. As reported, it was difficult to pull out the deployment line, and the stent could not be deployed after multiple attempts. Procedural and benchtop deployment of the device can be impacted by different factors including but not limited to zipper integrity, delivery system support or stiffness, or presence of dried fluid on the device or within the catheter dual lumen. The investigation could not confirm the cause of the reported hazardous situation nor the primary device failure mode. The reported secondary failure mode, related to a broken deployment line, is not consistent with the engineering evaluation findings of a non-separated deployment line. However, the engineering evaluation did observe a section of the deployment line that was frayed and loose at the transition. As reported, the deployment line was allegedly found to be broken after the device was removed out of the patient. The physician suspected that the deployment line was broken due to friction between the sheath and the device. The cause of the reported secondary failure mode could not be established with the available information. The returned device exhibited several forms of damage (e.g. Compressed endoprosthesis, exposed distal shaft, flowering of apices, exposed strut). The cause for these damages could not be determined, but they are consistent with damage resulting from an unknown device interaction during withdrawal or manipulation of the device either during or after the procedure.